Manufacturer narrative:
Follow-up #1 date of submission 05/05/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/24/2014 with the following findings:a review of the pump black box data indicated that the information from the event date had been overwritten. During testing, the pump powered on properly and a power loss was not observed. The pump was exercised for 24 hours and multiple load steps were performed with no failures or alarms observed. The force sensor calibration reading was within specifications. The pump case was removed, and no damage was found to the force sensor.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging during the load step the pump "grinds" and was unable to prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.